Event description:
It was reported that during a laparoscopic bilateral salpingectomy and trans obturator tape procedure performed on (B)(6) 2017, a solyx sis system device was implanted. It was noted that following this procedure, the patient experienced erosion/extrusion of the mesh, dyspareunia, scarring, further urinary problems, different kinds of pain such as chronic, severe pelvic, abdominal, low back pain, and loss of enjoyment of life. The patient underwent excision of extruded vaginal mesh on (B)(6) 2022, as approximately 1 cm segment of the mesh was easily visible as traversed from the left lateral urethra to the left vaginal wall.

Manufacturer narrative:
Blocks b5, h2, h6 (patient codes) and h11 (block h6 note below) have been updated based on the additional information received on september 16, 2024. Block h6: patient code e2006 captures the reported event extruded vaginal mesh. Impact code f1905 captures the reported event of excision of extruded vaginal mesh. Additional reportable codes noted: patient code e1405 captures the reported event of dyspareunia. Patient code e2330 captures the reported event of severe pelvic, and low back pain. Patient code e1002 captures the reported event of abdominal pain. Patient code e1715 captures the reported event of scarring. Patient code e0206 captures the reported event of loss of enjoyment of life.

Manufacturer narrative:
Block h6: patient code e2006 captures the reported event extruded vaginal mesh. Impact code f1905 captures the reported event of excision of extruded vaginal mesh.

Event description:
It was reported that during a laparoscopic bilateral salpingectomy and trans obturator tape procedure performed on (B)(6) 2017, a solyx sis system device was implanted. The patient underwent excision of extruded vaginal mesh on (B)(6) 2022, as approximately 1 cm segment of the mesh was easily visible as traversed from the left lateral urethra to the left vaginal wall.